Manufacturer narrative:
No product returned for evaluation. Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During an anterior cruciate ligament reconstruction using the endobutton, cl ultra, 20mm it was reported that the surgeon performing the surgery with endobutton and rci screw determined that a 20mm endobutton was required. The endobutton was opened and it was noted that the concrete loop was frayed, the fibers not neatly aligned as per normal. There was no backup device on hand in that size, surgeon was forced to use device he didn&#38176;feel where integrity was optimal. It was reported that the surgeon would have used another if on hand. There was a reported 3 minute procedural delay.